Event description:
The customer contact reported that during testing by the user facility's biomedical engineer, the device delivered a measured volume of 18ml from an expected delivery of 20ml. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.